Event description:
Caller reported cgm error 42 with no details on the impact to the blood glucose level. Customer performed a pump reset guided by cts, but the error persisted. Cts decided to replace the pump, confirmed the customer's shipping address, and instructed them to use mdi as a backup therapy method to ensure insulin delivery was not interrupted. The customer was further guided on returning the defective pump using a pre-paid label within 10 days and acknowledged understanding how to handle the pump's storage mode before returning it.